Manufacturer narrative:
A.1.-a.5. There is no report of any patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler. The user required deep disinfection procedure. The device is not being used at the moment. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3t heater cooler resulted positive to mnt chimaera to the monthly microbiological checks. There is no report of any patient injury.